Manufacturer narrative:
(B)(6). Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported: post angiography, atherectomy and pta left lower extremity procedure, while the patient was in holding, they developed a hematoma. It seemed as if the device had deployed fine and hemostasis was obtained. The doctor is proficient in use of the product. The patient was stable, and the procedure was successful. Diagnostic equipment: 4 fr 65cm contra ( boston scientific), roadrunner uniglide regular angled 260cm 0.035", magic torque .035x260cm. Additional information was received on february 21, 2018. There was no x-ray to confirm. There was no other treatment except for observation. They will obtain an ultrasound to rule out pseudo aneurysm as an outpatient. Additional information was received on march 2, 2018. Access: right femoral artery. Procedure: bilateral aortic runoff. Left lower ext angiography, arthrectomy of the left lower extremity, left infrapopliteal angioplasty, left superficial femoral angioplasty. Equipment: turbo elite otw 2.0mmx80hz, 150cm, inpact admiral dcb 5mmx150mmx130cm, cook 5 fr micopuncture 5frx7cm g35551, 5fr bost sci super sheath 5 frx 11cm, benston wire 0.035x200, terumo destination sheath 6fr 45cm, v-18 wire 300cm 0.018, and quick-cross 0.018x135.